Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed and found to have a broken grip tip and a broken carbide insert on one of the grips. A detached piece measuring approximately 3.08 mm x 5.49 mm was returned with the instrument, confirming that a fragment had broken off, although additional fragments are presumed missing. Inspection of the matching grip surface showed full coverage of brazing material, and damage was observed on the grips and surrounding components that likely contributed to the breakage of the insert and grip tip. The complaint regarding tip of instrument broke off was confirmed by failure analysis. The probable root cause can be attributed damage from applying excessive force on the instrument shafts or tips during handling, insertion, usage, or removal.

Event description:
It was reported that prior to starting a da vinci assisted surgical procedure, the mega suturecut needle driver instrument tip broke off. It was found outside of the patient. The procedure outcome is unknown but there was no reported injury.